Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Programming changes were recommended. Patient was fine before, during and after the event.